Manufacturer narrative:
The customer cleaned the leak, and resolved the issue as per the instructions outlined in the urgent product correction (pca 21058) letter. The customer did not observe any further issues and did not report any additional events associated with this incident. A beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event as the customer was able to resolve the issue by following the instructions outlined in the urgent product correction letter. (B)(4).

Event description:
The customer reported a concentrated detergent overflow from the au5800 clinical chemistry analyzer with automation ready (ar) connection (connected to automation lines). Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves and goggles at the time of the event, and there was no report of injury or direct exposure to the leak.